Event description:
The pt had no complaints pree-dialysis. Temp. 98.3, pulse 70. Blood pressure 144/76, 0.3kg weight gain. Dialysis was initiated at 0.2 ufr blood pressure 142/76. After 45 minutes pt reported chills. Temp 97.8 within 15 minutes temp increased to 101.2. Blood cultures were obtained, the pt was given tylenol and dialysis was discontinued and restarted with a new dry pack dialyzer and lines. Symptoms subsided somewhat, however 10 minutes post dialysis chills returned and pt complained of nausea. Pt was sent to the hospital and was admitted for observation. He received antibiotics in the hospital.